Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five months after device system implanted/replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.